Event description:
The customer reported that, during preparation for an unspecified laparoscopic procedure, none of the buttons on the camera head were working. The procedure was completed using a similar device. The device was returned to an olympus service center for evaluation. During inspection and testing, error code e224 (scope communication error) occurred and the image did not appear. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found the image was not displayed and error code e224 was displayed when the camera head was connected to the processor due to a faulty cable. In addition, there were cracks on the focus ring. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 02-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿error code e224¿ was reproduced. A faulty cable (ccd) was confirmed. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.